Event description:
A 200 micron bare holmium fiber did not fire properly. It had a red laser beam at part that plugs into laser machine. It turned the white plastic piece gray and burned it. Unplugged the fiber from laser and opened new fiber. Faulty fiber was noticed that the actual fiber fell out of the plugged-in gray, blue, white piece. (Transcribed from incident report).